Event description:
A patient was initially enrolled in the study in 2007, with 2- vessel disease. The main indication for the intervention was stable angina pectoris. The lesion initially treated was in the proximal right coronary artery (rca). The lesion was de novo and concentric with moderate calcification. The lesion was pre-dilated with a 2.75 x 23mm cypher select plus stent was electively implanted at pre-dilated and a 2.75 x 23mm cypher select plus stent was electively implanted at 12atm. It was noted that the stent was post-dilated due to insufficient flow. Approximately a year post index procedure the patient was admitted to the hospital with acute pancreatitis. This event was deemed to be unrelated to any cordis product. The patient's baseline medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. The patient's intra procedure medications included aspirin, clopidogrel and heparin. The patient's post procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.